Manufacturer narrative:
Concomitant medical devices: (3) 8110; 50ml bd syringe; therapy date (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of the pump stopping during an epinephrine infusion was confirmed in the pcu event log; however the malfunction could not be replicated during testing. The event syringe module was received in overall good condition; no anomalies were observed during inspection. The pcu event log showed that the syringe module was programmed at 6:52 pm on (B)(6) 2016 to infuse epinephrine 200mcg/1ml at 1.2mcg/kg/min (14.8ml/hr). The infusion continued, with the dose being titrated up and down at times, until 9:11 am on (B)(6) 2016 when a channel error code 351.6610 occurred. The volume recorded as having infused during this period was 108.2358ml. The root cause of the event was identified as a software issue.

Event description:
The customer reported that epinephrine 200mcg/ml in a 50ml syringe was infusing at 1.5 mcg/kg/min. The medication had been infusing "for some time" when the user noticed the pump module shut down. The module was switched for a new device however the patient's blood pressure dropped and epinephrine and other non-specified vasopressors infusions were increased.